Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and, we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported in 2006 that approximately 2 months following a peg placement on a female, "black spots were seen on the inside of the tube." The child began vomiting shortly after the procedure and tpn feeding was administered through a central line. It was also reported that the central line developed the "black spots or crystals" and the device was removed because of "family pressure." Initially the complainant felt the "black spots" were due to a fungus but a culture of the foreign substance did not substantiate this. Antibiotic therapy was administered. Despite a subsequent request for information, it was reported that no additional data is available.